Manufacturer narrative:
Details of complaint: the nurse reported that upon admission, the correct patient's name appeared without issue; however, a few minutes later while the nurse was stabilizing the patient, the name simply dropped off the g9 bedside monitor. No consequence or impact to the patient was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is "medium." The root cause is malfunctioning enterprise gateway, which was resolved with an enterprise gateway upgrade. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process the following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: cns: model #: pu-681ra serial #: (B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The nurse reported that upon admission, the correct patient's name appeared without issue; however, a few minutes later while the nurse was stabilizing the patient, the name simply dropped off the g9 bedside monitor. No consequence or impact to the patient was reported.

Manufacturer narrative:
Nk cas pulled the logs off the device and they are pending investigation. Continued troubleshooting is needed and is currently being performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following device was being used in conjunction with the g9 unit: pu-681ra (sn# (B)(4)).

Event description:
The nurse reported that upon admission, the correct patient's name appeared without issue; however, a few minutes later while the nurse was stabilizing the patient, the name simply dropped off the g9 bedside monitor. No consequence or impact to the patient was reported.